Event description:
A user facility clinical manager reported via email bain-a.v. (B)(4) during the use of which the expected pump speed could not be achieve and the patient was running yellow. The comment was made that the needles feel more flimsy; a trail of blood comes out of the needle when the safety device is engaged. Great care must be taken to ensure the device does not come out of the safety device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).